Event description:
Reportedly, (B)(4) (implant memories) was unavailable and has not been reset over several interrogations and follow-ups (no statistics or arrhythmia stored since (B)(4) 2013).

Event description:
Reportedly, aida data (implant memories) was unavailable and has not been reset over several interrogations and follow-ups (no statistics or arrhythmia stored since (B)(6) 2013).